Manufacturer narrative:
The preloaded insertion system was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residues in the cartridge tube/tip. Stress marks on the cartridge tube and tip were observed which are typically caused and/or may well appear by the iol passing through the cartridge. No intraocular lens (iol) was observed inside the cartridge. The reported complaint cannot be confirmed on the sample since it is a single use device. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not fully implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, the intraocular lens (iol) opened up before it was fully implanted. Additional information was received and it was learnt that there was no patient injury. No further information was available.